Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that the alleged issue occurred on (B)(6) 2011 at an unknown time in the evening. She reported blood glucose results of '72, 478 and 210mg/dl' which she felt were higher compared to her feelings/normal readings. It is unknown if these reported results were from tests taken on the same day or varied dates. The patient reportedly manages her diabetes with an unknown type of oral medications and denied taking any action regarding her normal diabetes management routine in response to the alleged issue. The patient claimed that on (B)(6) 2011 in the evening (exact time unknown), she developed symptoms of 'dizziness and shaking' and despite her symptoms, she denied receiving any form of medical treatment. It is also not known what actions the patient took between the start of the alleged issue and onset of her symptoms and whether or not she continued to test using the subject meter. At the time of troubleshooting, the cca noted the subject meter¿s unit of measure was correct. The subject test strips were expired and the patient was trained and educated on the use of expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.